Manufacturer narrative:
The customer¿s report of error 255-16-275 was confirmed. The pcu event and error log recorded that a pump module was remotely programmed to infuse the drug diltiazem (cardizem) 125 mg / 125 ml. When starting the infusion the user had caused a safety clamp open alarm when closing the door at the same time as selecting the start key for the infusion. Approximately 23 minutes later the user selected the module and selected the restore key on the pcu. The user then selected the start key on the pcu and the pcu alarmed with the system error and recorded error code 800.8000. The error code on the pcu screen (255-16-275) was replicated during testing. The pump modules displayed a communication error with the actively infusing pump modules continuing to infuse as designed. The root cause is a software issue related to a race condition when starting the infusion on the pcu at the same time an alarm was cleared on the pump module. When a system error occurs, all active modules will continue to infuse but in an alarm state.

Event description:
The customer reported that 125 ml cardizem was programmed to infuse at 10 mg/hr for 12.5 hours on channel b however nothing showed on the pcu. When the user restored the infusion on channel b the pcu went into a system error 255-16-275. Channel c was infusing naphos. The customer turned off the pcu and turned it back on. Restore was then not an option for either channel so the user had to re-enter the programming information. The rn manually associated the channels and they showed as associated. There was no report of patient harm.